Event description:
It was reported that since implant, it didn¿t seem to be working like the trial. The patient was leaking at night and before getting to the bathroom. She felt a gentle pain around the anal area that wasn¿t hurtful. Three days after implant, the patient fell on her hip. The patient was back to where she was before implant. She increased stimulation from 0.4 volts to 2.1 volts, she would increase it to where she felt stimulation, and then within a day or so it calmed down. Two weeks later, the patient reported receiving assistance from her doctor or manufacturer representative and her concerns were resolved. She had an appointment on (B)(6) 2015.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0rk3w, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0rk3w, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from the consumer's family member reported that after the patient fell, her implantable neurostimulator (ins) dislodged and moved. A doctor checked the implant and noted it was out of place. Additional information from the health care professional (hcp) reported they believed the lead migrated. There was a full revision of the lead and generator in the operating room. A new ins was implanted.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot # va0rk3w, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).